Event description:
It was reported that 2 alaris smartsite add-on burette sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: unable to inject medication into the burette due to occlusion of the injection port.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 alaris smartsite add-on burette sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: unable to inject medication into the burette due to occlusion of the injection port.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 2/21/2022 h.6. Investigation: two 82113e-0006 samples were received for investigation without packaging, however the lot number was indicated as 21056244. Residual fluid was present inside both products, and a connecting terumo 5ml syringe was received to assist the investigation. A bd 5ml syringe was first connected to the smartsites of both received samples. Initially, occlusion was observed for both samples, however after several attempts, the piston of the smartsite eventually opened and fluid was flushed through. The terumo syringe was then connected to the smartsites, and no occlusion or flow restriction was observed. A review of the production records for lot 21056244 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues the following: ¿ depress the syringe plunger while the syringe is still attached to the needle free connector. ¿ if unable to depress the plunger, pull back on the syringe plunger and depress the syringe plunger again. Repeating this step may assist in opening the needle-free connector valve. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. H3 other text : see h.10